Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a therapy knob failure. There was no patient involvement. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty processor pca. The processor pca was returned to the failure analysis lab for evaluation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components and no anomalies were found. Operational testing was conducted with the returned pca and the unit passed all checks. Upon conclusion of the analysis, no fault was found with the returned processor pca and the reported issue could not be verified. Upon conclusion of the bench investigation, it was reported that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device was returned to the customer site. However, a follow up analysis of the returned processor pca was completed and there were no faults found with the pca. The pca was found to be fully functional and the cause for the originally reported issue could not be determined. No further action is required at this time.